Manufacturer narrative:
The event occurred in china. It was reported that an alarm occurred on the rotaflow console and the flow rate was not displayed during patient treatment. The device was immediately exchanged with a backup device. No harm to any person has been reported. Due to the medical intervention a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-06-21 the customer confirmed not to order any repair of the device at this time. No parts have been replaced. Based on the investigation results the reported failures could be confirmed. An exact root cause could not be identified. However, the failure mode "flow rate cannot be displayed" can be linked to the following most possible root causes according to the rotaflow risk management file: - wrong intervention limits - zero flow calibration failed - incorrect flow measurement - dried contact gel - user forgot renewing contact gel. The following most possible root causes could be linked to the reported failure "unknown alarm" according to the risk management file: - pump stop intervention after technical error (e.g. Pump runaway, error head) - sensor error (bubble, level, pressure (in hl20 mode), flow) - wrong intervention limits - unintended rpm change by user - unintended switch off by user - defect of transformer. The review of the non-conformities was performed on 2025-06-02 and during the period of 2013-11-28 to 2025-05-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device with s/n 90431114 was produced in 2013-11-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that an alarm occurred on the rotaflow console and the flow rate was not displayed during patient treatment. The device was immediately exchanged with a backup device. No harm to any person has been reported. Due to the medical intervention a report is required. Complaint ID: (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this rotaflow has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.